Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 575 mg/dl. It was stated that the events leading to his admission was nausea, vomiting, and excessive thirst. The customer¿s last glucose reading was 369 mg/dl, and he was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found multiple no delivery alarms. Ran a fixed prime test and the insulin did exit. Performed a self test and passed. Advised the caller to call back when the tubing clamp arrives to complete testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.